Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Customer reported that she had a blood glucose level of 328 mg/dl at the time of the call. The customer stated that she treated with insulin, but her blood glucose level had not come down. During troubleshooting, the customer confirmed that air bubbles were present in the reservoir. Customer stated that she would perform a complete set change and call back with any additional issues. Customer will not return the product for analysis.